Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2010. After this date there are multiple events on the same day which would indicate the device was switching itself on automatically. The device failed a self test on (B)(6) 2010 due to a low battery. On (B)(6) 2011, a new pad-pak was inserted but it continued to switch itself on automatically until the pad-pak was removed on or after (B)(6) 2011. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.